Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 had bad controller boards and drawer 2.2 had bad railings. A field service engineer replaced the affected drawer controller boards along with the pyxibus module controller board. Power was restored, and all light emitting diodes (led) indicators were verified to be functioning correctly. Due to misalignment of the bearing cage and rails, which caused the drawer 2.2 to stick, the drawer was replaced with a new half height drawer. The new drawer was then successfully configured back to the station and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer failed and was not detected on the bus. One of the drawers was not connected to the bus. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.